Manufacturer narrative:
(B)(6).

Event description:
It was reported that the multifix s broke. The patient had normal to poor bone quality. Everything was removed.

Manufacturer narrative:
The returned device is declared as an MDR, is intended for use in treatment and was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the multifix s peek device shows a deployed device with a broken implant attached to the distal end. There were no sutures returned on the device and no visible manufacturing anomalies on the returned device. During the functional evaluation the deployment knob was rotated till the implant detached. The rod inside the implant appears damaged / bent. The complaint was verified, but a root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) bend or twist the inserter handle during or after insertion, (2) excessive forces during insertion (3) improper alignment of the inserter handle with the bone hole. The instructions for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.